Manufacturer narrative:
Findings: pump not received stuck in manufacturing mode. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. Insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarms noted during testing. No audio/beep anomaly or vibrate anomaly noted. During the occlusion test, inserted a water filled reservoir and infusion set into the reservoir compartment. The unit recognized the water filled reservoir and infusion set in the reservoir compartment. Programmed and delivered a 2.0 unit fill cannula, the water exited the infusion set during the 2.0 unit fill cannula delivery. No prime anomaly or fill cannula anomaly noted. The motor was tested outside of the unit and passed. Unit had minor scratched display window, missing display window cover, scratched case, cracked case at battery tube side, cracked battery tube threads, pillowing keypad overlay and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had high blood glucose. They had replaced the reservoir and infusion set several times. They performed a normal bolus of 5 units into the air but no insulin came out. They did not have an insulin flow blocked alarm. They performed a self-test and got a white screen. The customer¿s blood glucose level was 16 mmol/l. The device will be returned for analysis.